Event description:
The customer reported that he obtained blood glucose readings of 28 mg/dl at 10:53 a.m., 195 mg/dl at 10:54 a.m., and 164 mg/dl at 10:56 a.m. On the contour next link 2.4 meter. The customer did not experience any symptoms of hypoglycemia, however, as a proactive measure, he took 2 glucose tablets based on the meter readings.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 0gpeg17a using a blood sample, which gave a satisfactory performance. Section b5 of the initial report indicated that the meter associated with the event was contour next one. The correct meter associated with the event is contour next link 2.4.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided. The model # (d4) was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 28 mg/dl at 10:53 a.m., 195 mg/dl at 10:54 a.m., and 164 mg/dl at 10:56 a.m. On the contour next one meter. The customer did not experience any symptoms of hypoglycemia, however, as a proactive measure, he took 2 glucose tablets based on the meter readings. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.